Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) noted that drawer 5, sub drawer 1, would not open. Upon inspection, fse found that a cubie pocket with a broken lid was causing the drawer to jam. The fse removed the cubie pocket and gave it to the customer. He recovered the pockets and successfully reloaded the medication into a new pocket. A proactive system inspection was performed. The system functioned as intended after the field service engineer repaired the device.